Event description:
The devices system board was replaced at the manufacturers service center. There was no harm or injury reported. The system board was returned to the manufacturer's product investigation laboratory. During the evaluation of the device at the manufacturer's product investigation laboratory, physical damage was observed to inductor l2 causing the device to be unable to operate.